Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, november 23, 2015.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, january 12th, 2016. Device not received by manufacturer.

Manufacturer narrative:
This report is filed may 12, 2016.